Event description:
The customer reported that during a code the unit failed to discharge. A portable unit was obtained and therapy was successfully administered. There was no adverse effect on the pt.